Event description:
Per the audiologist, the pt reported beeping, popping and cracking noise when using the cochlear implant system. Testing at the clinic showed three open circuits and are high impedance electrodes. Reportedly, in 2008, after deactivating these electrodes the pt was doing "fine". In 2008, the pt reported "not hearing as well". Results of an integrity test done in the same month, were consistent with normal receiver/stimulator function with multiple open and short electrodes. Deactivation of the open and short circuit electrodes did not alleviate the problem. Explantation/reimplantation is planned for the following month.

Manufacturer narrative:
This report was filed on august 07, 2008.